Manufacturer narrative:
Investigation summary: it was reported the needle would not allow the vaccine to push through. To aid in the investigation, thirteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Eleven samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2024138. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that 50 bd safetyglide¿ needle malfunctioning not allowing vaccine to flow through. The following information was provided by the initial reporter: several complaints of needle malfunctioning not allowing vaccine to flow through.